Event description:
It was initially reported that the patient had sleep apnea. The patient¿s oxygen saturation was dropping at night and she started supplemental oxygen at nigh along with her CPAP. The patient had a history of copd. Follow-up indicated that the office was unsure of the relationship of the sleep apnea to vns and if she had it prior to vns. It was unknown when the apnea started or if it was occurring with stimulation. No further information was provided.

Event description:
The patient was referred for a sleep study. Notes from the study showed that the patient experienced oxygen saturation below the baseline of 94.4% for a total of 5 minutes and 48 seconds. The longest continuous period of oxygen saturation less than 88% was 4 minutes and 36 seconds.

Manufacturer narrative:
Age, corrected data: previously submitted MDR indicated an incorrect event date and incorrect corresponding age. This report is being submitted to correct this information. Date of event, corrected data: previously submitted MDR indicated an incorrect event date and incorrect corresponding age. This report is being submitted to correct this information. Describe event or problem: previously submitted MDR omitted information from the patient¿s sleep study. This report is being submitted to correct this information.